Manufacturer narrative:
(B)(4). The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a gastric bypass procedure, the device was leaking when pulling devices in and out. They managed to complete the case with the leaking trocar. There was no adverse consequence to the patient.